Event description:
A customer contacted beckman coulter inc., (bec) and reported that they noticed that the waste bottle on the fluidics tray overflowed and leaked into the waste filter bottle and onto the counter. The access 2 immunoassay system is associated with this event. The leaking liquid can potentially contain not only wash buffer but patient sample waste, oc material and other substances that are considered bio-hazardous and/or chemical in nature. No harm or injury was reported by the user. The customer did not seek or need medical attention.

Manufacturer narrative:
Customer technical support (cts) discovered that the reason for the overflow was due to the fact that the waste bottle level sensor did not register that the bottle was full, therefore the customer never received an indication to change out the liquid waste. Cts sent the customer a replacement fluidics tray and assisted them with installation upon arrival. Service was not dispatched for this event as the customer was able to resolve the issue via troubleshooting with hotline. Hardware is the root cause of this event. Bec internal number: (B)(4).